Manufacturer narrative:
The reporter's meter was returned for investigation. Upon investigation of the returned meter, display is cracked from a single point on the lower portion of the display, there are also black spots coinciding with the cracks. Nothing is displayed on the meter when it is turned on, so the instrument is unusable. This type of crack is caused by a physical impact to the display and would be the result of customer mishandling. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter experienced an issue with the display of the accu-chek inform ii meter. The issue could lead to a misinterpretation of results. The meter has a black spot on the right-hand side of the display and a rectangular section that has black and red lines. There are no cracks on the screen, but it has a white residue under the top layer of the screen. There was no allegation of an actual result misinterpretation.